Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2014. The revision surgery was due to the patient having aseptic loosening causing the patient thigh pain. During the revision a serf ci 57/28 e liner, was replaced with an implant of the same size and the omni apex arc stem size 1, the omni arc modular neck, and the omni femoral head were removed and replaced with a non-omni implants.